Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unreadable. Reportedly, when the touchscreen was illuminated the screen displayed a white screen with a line across. Customer's blood glucose level was 200 mg/dl. Contact indicated they have a back up pump for continued insulin therapy.